Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. Based on the medical review comment: the patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis , metallosis and pseudotumor cannot be determined from this limited documentation.

Manufacturer narrative:
Reported event: an event regarding adverse local tissue reaction(altr) and trunnionosis, metallosis involving a lfit v40 cocr head that was mated with an unknown accolade stem was reported. The event was confirmed through clinician review of the provided medical records. Method & results: device evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: I have had the opportunity to review additional information related to product inquiry summary and an index surgery implant sheet dated (B)(6) 2008 and a revision tha operative note dated (B)(6) 2019. The event description from the product inquiry summary states: it was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6), 2008 and was revised on (B)(6) 2019. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall and excessive levels of chromium and cobalt in his blood. The implant sheet from the index surgery on (B)(6) 2008 confirms that the patient had an lfit cocr v40 femoral head implanted. A pre-operative MRI showed extensive metallosis and a pseudotumor within the effected hip. These findings were confirmed at time of surgery. The surgeon commented these findings were consistent with the patients elevated serum metallic ions. In his operative report the surgeon made no mention of the condition of the trunnion. He went straight to removal and revision of the stem. The acetabulum was well fixed. He performed a liner exchange and revision of the femoral stem. The patient having been previously implanted with a v40 cocr head is confirmed as is a revision surgery for trunnionosis. The surgeon noted elevated serum cocr levels but did not specify the exact levels. The root cause of the trunnionosis , metallosis and pseudotumor cannot be determined from this limited documentation. Should additional information become available I would be happy to further this assessment. Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required. If devices and/or additional information become available, this investigation will be reopened.